Event description:
Customer reported control failing due to loose strip pads in the strip provider module (spm).

Manufacturer narrative:
Customer observed loose strip pads in the strip provider module (spm) and control failing. There were no reports of injury to patient or change in patient management as a result. A new set of strips were sent to the customer. The reason for loose pads in under investigation.